Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a malfunction of the lcd was observed. The manufacturer's investigation is not complete. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a malfunction of the lcd was observed. Device was returned unrepaired for a malfunction of the lcd and the foam was remediated as per procedure. The device was sent back to the customer unrepaired. Evaluation and repairs will be done by the customer. In this report, section h6 has been updated.